Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 31-oct-2023. H.6 investigation summary: bd received seven (7) samples and three (3) photos for investigation. The photos provided show unused product therefore no issues relating to the customer¿s indicated failure mode for erroneous results was observed. The customer samples were tested and no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure modes (erroneous results-triglycerides) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Replicates of both customer returned and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the sst gel slanted, causing error in lipid profile results especially triglycerides. This event occurred 1 time. The following information was provided by the initial reporter: sst gel slanted, error in lipid profile results especially triglycerides.

Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the sst gel slanted, causing error in lipid profile results especially triglycerides. This event occurred 1 time. The following information was provided by the initial reporter: sst gel slanted, error in lipid profile results especially triglycerides.